Event description:
Our enuresis alarm is not working as expected. As soon as I insert batteries, the alarm heat up and gets very hot. How am I expected to use this on my son? It will easily burn him. The alarm will be placed on his neck and the heat will surely and very easily burn him. I have replaced the batteries with 3 fresh sets, but each time I replace batteries, the same thing happens. This is a very dangerous and defective product.